Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in instructions for use eluting coronary stent system xience pro expanded indications as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo mid right coronary artery. Pre-dilatation was performed with an unspecified semi-compliant balloon catheter. Then a 2.75 x 12 mm xience pro stent was implanted but a dissection occurred, which was treated with another xience pro stent. The procedure was successfully completed and timi iii flow was achieved. There was no adverse patient sequela reported. No additional information was provided.